Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient first checked his controller when he heard the alarm and saw no lights or alarm messages on the controller. Related manufacturer reference number: 2916596-2020-03566.

Manufacturer narrative:
Manufacturer's investigation conclusion: the hm3 system controller, serial (B)(6), was investigated following the report of failing to alarm. Based on the provided information, the customer believed that the patient may have not seen the indicator lights and on-screen message due to the incidents occurring overnight while the patient was sleeping. The alarm resolved when the patient switched power sources. The customer did not find any issue with the controller, and the controller remains with the patient. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.